Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with oversensing noise on the atrial lead that caused inappropriate mode switching and inhibition of pacing which caused the patient symptoms; palpitations and pacemaker syndrome. The lead was capped and replaced on (B)(6) 2019 without complications. The patient was stable after the procedure.